Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, suture caught in foot. The inability to close the foot likely led to the subsequent device entrapment. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery (cfa) using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the first prostyle was introduced in the cfa and the suture placed with success. The second prostyle was introduced, and the suture placed with success. However, during step 4 of the second prostyle, with the foot in open position, the physician tried to close it but was unsuccessful. Several attempts in trying to move the prostyle further down in the cfa and manipulating with the lever failed. As the prostyle was stuck in the cfa and could not be retrieved, the vascular surgery department was called, and with local anesthesia a surgical cut-down was performed to retrieve the prostyle. After surgical removal of the device the arteriotomy was closed and hemostasis was achieved via surgical intervention. Then a direct visual implant of the tavi device was performed. The sheath was upsized to a 14f sheath and the tavi procedure was finished via the cut-down. No additional information was provided.